Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the device was explanted under general anaesthesia due to chronic infection around the implant site. The patient was then transitioned to a transcutaneous osia implant system.